Event description:
Additional information was received from a healthcare provider (hcp) via a manufacturer representative (rep) reporting the hcp was using the intellis app trying to communicate with an ultra device. That explained their difficulty. They provided the rep the patient's contact information and they will figure out a time to meet the patient in person for troubleshooting.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 97754, serial#: (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer rep regarding a patient with an implantable neurostimulator (ins). It was reported the patient was having difficulty charging the ins. It was reported that patient is unable to charge the ins beyond 50% and had difficulty keeping coupling boxes. The rep reported that the patient was charging the ins 2 times a day. It was reported sometimes about one time a week the ins will get so depleted that it will turn off. The rep wants to have the ins recharger replaced and planned to schedule a meeting with the patient at the doctor¿s office. Additional information was received from a healthcare provider (hcp), via the manufacturer¿s representative (rep), who reported they wanted someone to review an x-ray to see if the implantable neurostimulator (ins) was flipped as they were notified that patient was having difficulty charging. Caller stated ins is in the right chest. The rep stated the hcp told them efficacy was good, but the patient had to charge constantly, and the system would randomly cut off so the patient no longer drives or leaves the house. The rep stated the hcp had a hard time connecting to the ins yesterday in clinic and had to use the "blue box" (assuming the clinician programmer) in order to connect; impedances were fine. The hcp was going to send the rep impedances and programming. The rep was redirected to meet with the patient for further troubleshooting. It was reviewed to have the patient bring equipment with them so they could review recharging data as well. It was reviewed the ins didn¿t appear to be flipped as the leads appeared to be exiting the header block towards the spine which would be appropriate if in the right chest. It was further reviewed that if the ins was flipped, usually recharging was an issue but communication telemetry shouldn't be a problem (when hcp was attempting to connect in office). Relevant medical history includes movement disorders.